Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37714, serial# (B)(4), implanted: (B)(6), 2010, explanted: (B)(4), 2012, product type: implantable neurostimulator. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6), 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6), 2010-, product type: lead. (B)(4).

Event description:
It was reported that the patient had not charged for six months due to a fall, at which time she lost all stimulation. The patient believed that the leads pulled out of the battery from the fall. Symptoms or complications associated with the event included less than 50% therapy relief at the device pocket. As a result of not charging, there was a confirmed first overdischarge. The cause of the overdischarge was no attempts at recharging for approximately six months. A physician mode recharge (pmr) was performed and successfully reset the device. A normal recharging session was started. The patient was instructed to fully charge the battery at home and would return to the clinic for a device reset. At that time, impedances would be assessed to fully address post-fall complaints. The event occurred during normal use. The product status was implanted and remains in service. Troubleshooting or diagnostics would be performed in the future. Later, the patient cancelled the appointment that she had set for (B)(6) 2014. The manufacturer's representative was attempting to reschedule the appointment to reset the patient's device and to further troubleshoot the system. The patient status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.